Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising pacing and shock impedance values as well as high capture thresholds. Adjustments were made at routine follow-up including raising the programmed capture threshold and raising the impedance alert value. No adverse patient effects were reported. Currently, this lead remains in service.